Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment and an inappropriate treatment. The device was started up at 10:53:52 on (B)(6) 2024. At 22:12:20, an arrhythmia was detected. ECG shows vf. At 22:12:56, the patient received the appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with nsvt transitioning to sinus bradycardia @ 20 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:16:34, an arrhythmia was detected. ECG shows asystole with intermittently cardiac activity. At 22:18:34, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittently cardiac activity. Post shock rhythm was sinus bradycardia @ 40 bpm with pac¿s. The electrode belt was disconnected at 23:04:19 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat vf rhythm on the date of event. The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment and an inappropriate treatment. The device was started up at 10:53:52 on 5/17/2024. At 22:12:20, an arrhythmia was detected. ECG shows vf. At 22:12:56, the patient received the appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with nsvt transitioning to sinus bradycardia @ 20 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:16:34, an arrhythmia was detected. ECG shows asystole with intermittently cardiac activity. At 22:18:34, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittently cardiac activity. Post shock rhythm was sinus bradycardia @ 40 bpm with pac¿s. The electrode belt was disconnected at 23:04:19 on 5/17/2024.